Event description:
It was reported that during implant procedure on (B)(6) 2026 patient started aspirating and physician decided to abort the procedure. Patient recovered and was stable post operation.